Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fph as it was discarded at the medical center's facility. The information provided by the medical center revealed that "the patient experienced adverse effects, bradycardia, but the patient recovered and was discharged". The other information provided by the medical center is not sufficient for us to determine if the reported disconnection was due to the breathing circuit being set up under tension, or due to a fault with the complaint device. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production. The infant swivel elbow and swivel wye is assembled using a machine to ensure a consistent tightness of connection. The swivel assembly is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any circuits that fail these tests are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was disconnected while being used, which "led to patient de-sating". No medical or surgical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuit from the medical center for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was disconnected while being used, which "led to patient de-sating". No medical or surgical intervention was reported as a result of this incident.